Event description:
It was reported that during an unk procedure, the error code 3 was displayed with a solid tone. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Eval summary: the handpiece was returned with damaged nose cone. It was tested on a generator and gave error code 3. The handpiece was disassembled, a torn accoustic isolator and moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.